Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radio frequency programmer head was out of specification during some uplink tests, so the head's cable was replaced and it then passed all functional and systems tests, no other anomalies were found. Product ID 2090w programmer; product ID 229047 software analyzer.

Event description:
It was reported the programmer will not update software with either sdn (software distribution network) or memory stick. The programmer was returned for repair. There was no patient involvement. It was further reported that the radio frequency programmer head which was returned as an associated device along with the programmer subsequently tested out of specification during manufacturer's analysis.